Event description:
A malfunction was reported on a pump. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in performing the reset. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccurred.